Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer experienced high blood glucose and she treated her high already and she don not want to perform troubleshooting anymore. Troubleshooting was performed for the insulin flow blocked alarm. The customer stated that she replaced her set three times already and it was still the same. Customer was advised to run load reservoir with empty insulin pump until piston reaches end of travel. Insulin pump did not alarm with no reservoir detected. The insulin pump will not be returned for analysis.